Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm approximately 27 months ago. The aortic neck angle is 50 degrees. The aortic neck diameter immediately below the lowest renal artery is 31mm and distally it is 29mm and length is 60mm. The iliac arteries were mildly tortuous bilaterally. Approximately one month post implant claudication was reported and an angiogram showed stenosis in the right external iliac artery and in the left popliteal artery. There was no treatment administered. The investigator assessed that the event was not device or procedure related. Eight months later, the patient presented with stent graft occlusion. This event required surgical intervention which was done one month later where a fem-fem bypass was performed. The investigator assessed that this event was device related and not procedure related. The occlusion was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The updated information contained new information regarding the two year follow up where an ultrasound imaging revealed the presence of an endoleak - type undetermined (arterial mesenterica inferior). No intervention has been planned. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Event description:
Films were received and their evaluation was completed. The films from six weeks post-implant; several weeks after the initial claudication event was reported were reviewed. A single x-ray image was returned which shows only the distal section of the stent graft (from below the gate/flow divider). The bifurcate appears to be on the left side (the partial image could not confirm the implanted site), and two iliac extensions are also placed on the left. There appeared to be a stent implanted in the distal left extension. The contralateral (right) limb has not been extended by any limbs. No obvious stent graft kinks or other issues are seen in this limited 2-d view. MRI images from the same date show what appears to be reduced contrast (possible thrombus) within the right external iliac, and also near the area of the left femoral artery. The stent graft was not visualized in these images, but it appeared that the area with the reduced flow was distal to the stent graft. The cause of the occlusion could not be determined. Films from the reported stent graft occlusion were not returned for review.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown endoleak.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (mildly tortuous iliac arteries). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (mildly tortuous iliac arteries).

Manufacturer narrative:
Evaluation method: films. (B)(4).